Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal therapy. The patient was hospitalized for peritonitis. The nurse reported the patient was also hospitalized for an abscess in their abdomen. Treatment for the peritonitis was not reported. The patient was discharged from the hospital. Dianeal therapy was temporarily withdrawn and the patient was switched to hemodialysis. The patient was recovering from the peritonitis event.

Manufacturer narrative:
(B)(4). The patient was treated with intra-peritoneal vancomycin and oral cipro (frequency and doses unknown). Treatment with an unknown IV antibiotic therapy continued during hemodialysis treatments (drug, dose, and frequency unknown).

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot numbers h12d30047 and h12g27079 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.